Event description:
It was reported that a balloon rupture occurred. A 6.0mm x 40mm x 75cm athletis balloon was selected for a percutaneous transluminal angioplasty in a shunt. Patient anatomy conditions revealed 99% stenosis, moderate tortuosity and severe calcification. The balloon was inflated three times below 32 atmospheres (atms) for 30 seconds. On the third inflation, the balloon ruptured when inflated to 32atms. The balloon was completely removed using the normal method. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city and initial reporter state: (B)(6).